Manufacturer narrative:
The device, ubs cable and eps have been discarded and are not available for the analysis. Moreover, per the manufacturers evaluation based on the harms table, it was determined that the actual harm to patient is none and potential harm to patient is limited to the self-resolving minor burns (severity is minor).

Event description:
The service provider has reported that the charger caught on fire at the ubs port. No injuries has been sustained by the patient. A small burn mark on a tabletop where the charger was standing was reported. The manufacturer has requested the device to be returned for analysis. The case is being reported due to the minor damage to property. This is an initial report. Supplemental reports will be provided upon availability of further information.

Manufacturer narrative:
Device is requested to be sent back for analysis.